Manufacturer narrative:
The complaint was confirmed. The device was evaluated by the engineer. Through visual evaluation, it was determined the vanes were worn. The affected components were replaced and the drill was returned to the account.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that when the foot pedal was released the handpiece continued to spin the bur during a procedure. There was no patient or user injury as a result of this event. The case was completed successfully without any procedure delay.

Event description:
It was reported that when the foot pedal was released the handpiece continued to spin the bur during a procedure. There was no patient or user injury as a result of this event. The case was completed successfully without any procedure delay.